Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included endometriosis ablation on (B)(6)2012, cholecystectomy in 2006, ovariocentesis in 2004, asthma, migraine headache, tremor, memory disturbance, freezing phenomenon, ovarian cancer and pap smear abnormal. Concurrent conditions included right lower quadrant pain, spotting vaginal, bloating, ligament tear, migraine and adhesion. On (B)(6)2007, the patient had essure inserted. On (B)(6)2012, the patient experienced endometriosis ("other injuries or complications please describe: endometriosis"), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, nausea, hormone level abnormal and endometriosis outcome was unknown. The reporter considered abdominal pain, endometriosis, hormone level abnormal, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia, nausea and hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2019: pfs and mr received. New reporters added, plaintiff's information updated. New events endometriosis added. Medical history and concomitant conditions added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, nausea and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, hormone level abnormal, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia, nausea and hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : previously reported ¿injury to herself¿ was updated to pelvic pain. Events- abdominal pain, menorrhagia (heavy menstrual bleeding), nausea, hormonal changes and she did not undergo essure confirmation test were added. Product indication and essure implant date were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis ablation on (B)(6) 2012, cholecystectomy in 2006, ovariocentesis in 2004, asthma, migraine headache, tremor, memory disturbance, freezing phenomenon, ovarian cancer and pap smear abnormal. Concurrent conditions included right lower quadrant pain, post coital bleeding, bloating, ligament tear, migraine and adhesion. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2012, the patient experienced endometriosis ("other injuries or complications please describe: endometriosis"), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and vaginal hysterectomy,laparoscopic bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, nausea, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and dyspareunia outcome was unknown and the endometriosis had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, hormone level abnormal, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia, nausea and hormonal changes. Discrepancy in essure insertion - (B)(6) 2007 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) showed total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2020: pfs received : events - " abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse),dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)" were added. Lab data was added. Event of she did not undergo essure confirmation test deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('soft tissue with embedded coil wire'), device breakage ('tan-brown soft tissue with additional embedded coiled wire.'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 31-year-old female patient who had essure (ess205) (batch no. 624471) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis ablation on (B)(6) 2012, cholecystectomy in 2006, ovariocentesis in 2004, asthma, migraine headache, tremor, memory disturbance, freezing phenomenon, ovarian cancer, pap smear abnormal and metrorrhagia. Concurrent conditions included right lower quadrant pain, post coital bleeding, bloating, ligament tear, migraine and adhesion. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced endometriosis ("other injuries or complications please describe: endometriosis"), 5 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, laparoscopic assisted vaginal hysterectomy and vaginal hysterectomy,laparoscopic bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the embedded device, device breakage, pelvic pain, menorrhagia, abdominal pain, nausea, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and dyspareunia outcome was unknown and the endometriosis had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis, female sexual dysfunction, hormone level abnormal, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia, nausea and hormonal changes. Discrepancy in essure insertion -(B)(6) 2007 and (B)(6)2007. Discrepancy noted in removal date as per mr :(B)(6) 2012 no. Of coils on right: 8, no. Of coils on left: 1 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) showed total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, embedded device, device breakage,dyspareunia. Most recent follow-up information incorporated above includes: on 3-feb-2021: mr received. Reporter information, lot no, other relevant history , auto-narrative supplement, concomitant drug , event: "tan-brown soft tissue with additional embedded coiled wire" , "soft tissue with embedded coil wire" added . Model no and rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('soft tissue with embedded coil wire'), device breakage ('tan-brown soft tissue with additional embedded coiled wire.'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 31-year-old female patient who had essure (ess205) (batch no. 624471) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis ablation on (B)(6) 2012, cholecystectomy in 2006, ovariocentesis in 2004, asthma, migraine headache, tremor, memory disturbance, freezing phenomenon, ovarian cancer, pap smear abnormal and metrorrhagia. Concurrent conditions included right lower quadrant pain, post coital bleeding, bloating, ligament tear, migraine and adhesion. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced endometriosis ("other injuries or complications please describe: endometriosis"), 5 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, laparoscopic assisted vaginal hysterectomy and vaginal hysterectomy,laparoscopic bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the embedded device, device breakage, pelvic pain, menorrhagia, abdominal pain, nausea, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and dyspareunia outcome was unknown and the endometriosis had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis, female sexual dysfunction, hormone level abnormal, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia, nausea and hormonal changes. Discrepancy in essure insertion: (B)(6) 2007 and (B)(6) 2007. Discrepancy noted in removal date as per mr: (B)(6) 2012. No. Of coils on right: 8, no. Of coils on left: 1. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date: essure confirmation test (unspecified) showed total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, embedded device, device breakage, dyspareunia. Lot number: 624471; manufacturing date: 2007-04; expiration date: 2009-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-feb-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.